Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was 180 mg/dl. Troubleshooting was performed. Compromised force sensor system alarmed when the customer was changing an infusion set. Customer reported that the drive support cap is normal. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose and protruded drive support disk. The insulin pump passed all operating currents tested within the specification range and passed off no power test, displacement test, self -test and unexpected restart error test. The insulin pump was received with broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted.